Event description:
It was reported that the npe was found broken before use on bd micro-fine¿+ pen needle. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: when I wanted to use it, the back needle was already broken.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-may-2022. H.6. Investigation: one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the npe was found broken before use on bd micro-fine¿+ pen needle. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: when I wanted to use it, the back needle was already broken.